Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Customer reported an issue of hemo data creating incorrect patient study when imported to cardio. In the very rare coincidence where two patients are added two hemo data sets are imported into cardio database at almost exactly the same time, cardio will potentially associate the hemo data with the incorrect patient. The hemo data would not show with the expected patient but with another patient. This issue can potentially result in one of two risks: delay in patient care since the physician will need to search for the hemo data that was expected or ask that data get reimported before the report can be finalized. In the very rare occurrence that the hemo data is saved under a patient that has a hemo study scheduled or completed within the same time frame. The physician can look at the hemo data of the incorrect patient and issue the wrong treatment or diagnosis. (B)(4).